Event description:
This is follow up#1 to report on 13/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿parastomal hernia repair¿ surgery and was implanted with strattice device on (B)(6) 2020. The patient underwent an ¿removal + injury (small bowel anastomotic leak, intra-abdominal abscess, frozen abdomen)¿ on (B)(6) 2020. The patient was implanted with another strattice device on (B)(6) 2020. The patient underwent a ¿revision + injury (debridement + seroma)¿ on (B)(6) 2020. The patient was implanted with a third strattice device on that same date. The patient underwent a ¿revision of prior strattice mesh + injury (adhesions, fistula, bowel resection, wound vac)¿ on (B)(6) 2021. The form lists the condition that was treated was ¿hernia¿ in 2020 and 2021. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2020, 2nd strattice on (B)(6) 2020 and 3rd strattice on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(6) (emdr-32713) and (B)(6) (emdr-32711). This emdr is being submitted for the 2nd strattice.

Manufacturer narrative:
A review of the device history record for strattice lot sp200201 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2020, 2nd strattice on (B)(6) 2020 and 3rd strattice on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(4) (emdr-32713) and (B)(4) (emdr-32711). This emdr is being submitted for the 2nd strattice.